Manufacturer narrative:
During testing, it was found the ground prong on the ac power cord was bent. The probable cause for the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to bend or break the ac power cord prong. The customer contact's report of the missing driver serial number was noted during testing. This was due to a missing label. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device had a missing driver serial number. This does not indicate a reportable malfunction. However, during verification testing at the service ctr the device was received with a bent ground prong on the ac power cord.